Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive with a persistent low-battery ¿charge now¿ message despite overnight charging, multiple outlets and chargers, and an attempted restart via the app; the touchscreen remained unresponsive, and the device had been disconnected for several days prior to failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with unresponsive keys or touchscreen functionality on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.